Manufacturer narrative:
The customer did not provide a meter serial number so it was not possible to determine a MFR date.

Event description:
The customer alleged that he performed a control test and received a result of 400 mg/dl. The normal control range provided by the customer was not correct, but should be around 90-123 mg/dl. No adverse events were alleged. The customer declined the offer to troubleshoot before ending the call. Attempts were made to contact the customer after the initial call, but they were not successful. No product will be returned.